Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage but does show a slight rotational movement in the lock and the rollover makes it difficult to lock. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the unit was in worn condition, with minor movement noted in the lock. The unit will receive a preventive maintenance (pm) service including cleaning and replacement of worn parts. Root cause analysis - the complaint is not confirmed for slippage. The clamp does have a slight rotational movement in the lock, but when properly positioned under pressure it does not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) came unlocked during a case causing minor patient injury. The rocker arm was able to rotate despite being fully locked. Additional information has been requested.